Manufacturer narrative:
As the device is in specification, root cause cannot be linked to our product. From the information reported our assumption is that the incident may due to the pin placement. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head.

Event description:
Customer service was contacted on (B)(6) 2016. Customer states after initial procedure it was noted a laceration on pt scalp. Wound address and closed. New clamp applied and proceeded with surgery.